Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be deployed within the duodenum of a patient on (B)(6) 2013 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of gastric outlet obstruction. The stricture was reported to be approximately 12 cm in length. No dilatation was performed prior to stent placement. The patient's anatomy was reported to be "a little bit" tortuous, but "not too bad". During the procedure, only 90-95% of the stent was able to be deployed within the target lesion. The remainder of the stent was unable to be released from the delivery system. The physician attempted to reconstrain the stent prior to removal from the patient, but too much resistance was met. Therefore, the partially deployed stent was removed from the patient. Outside of the patient, it was noticed that the delivery catheter was extremely kinked. The procedure was aborted due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.